Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was implanted. Transesophageal echocardiogram (tee) was performed post-release and showed no shunting and the device was well positioned in the septum. There were no implant complications reported. On day one post-implant, transthoracic echocardiogram (tte) showed residual shunt; the patient was asymptomatic. Saline contrast was injected with valsalva documented a residual interatrial shunt (>20 bubbles. There was normal biventricular size and function. There were no significant valvular abnormalities. The patient will be monitored closely for 6 months. No treatment was required. Another tte is planned for 30-45 days. The patient was reported to have been discharged from the hospital.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of residual shunt was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.